Event description:
Customer using accu-chek softclix lancet device. Customer states lancet device is not retracting. Customer states that lancet is already sticking out before he primes and fires the device. Location of testing is not provided. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.